Manufacturer narrative:
Reportedly, on (B)(6) 2019, a drill bit fused inside the drill adaptor (B)(6). According to email received on 16-apr-2020 from the field service engineer who reported the event, the drill adaptor was not damaged and the surgeon was able to use it for the rest of the surgery. The customer decided to keep the drill adaptor since it was fully functional. The most probable hypothesis to explain the reported event remains the friction between the drill bit and the drill adaptor during drilling, which would have caused the metal to heat and swell, resulting in the mechanical jam. However, this cannot be confirmed because the part was not returned for analysis. Corrected data: b4: date of this report. D4: lot number. G4: date received by manufacturer. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes h3 other text : device still functional, not returned.

Event description:
A company field service engineer was at (B)(6) wisconsin for an ablation case with drs. (B)(6) on (B)(6) 2019. During the case, the surgeons were placing 1 trajectory for an ablation. While drilling, the drill bit became lodged in the adaptor (the site was using a 3.2mm surgibit drill bit from signature orthopaedics). Using irrigation and surgilube the surgeon was able to separate the drill bit from the drill guide. After getting a new drill bit, the surgeon was able to finish drilling without a problem. The site requested to keep the 3.2mm drill guide since it still works. No patient injury, patient already under anesthesia, delay to case was inferior to 10 minutes, after first incision.

Manufacturer narrative:
UDI# :(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A company field service engineer was at (B)(6) for an ablation case with drs. (B)(6) on (B)(6)2019. During the case, the surgeons were placing 1 trajectory for an ablation. While drilling, the drill bit became lodged in the adaptor (the site was using a 3.2mm surgibit drill bit from signature orthopaedics). Using irrigation and surgilube the surgeon was able to separate the drill bit from the drill guide. After getting a new drill bit, the surgeon was able to finish drilling without a problem. The site requested to keep the 3.2mm drill guide since it still works. No patient injury, patient already under anesthesia, delay to case was inferior to 10 minutes, after first incision.